Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and treated for high blood glucose with a manual injection. The customer called to trouble shoot stating the reservoir was removed and only a day and a half was left, concerned it was leaking. Customer's current blood glucose over 300 mg/dl. Trouble shooting was performed, passed the displacement test. No leaks or air bubbles were observed. The customer declined to perform the high-pressure test. The customer was advised to call back if the issue reoccurs. The customer will return the reservoir for analysis.